Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the videoscope was intermittent and snowy. Based on the results of the investigation, the probable root cause is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the image of the videoscope was intermittent and snowy. There were no reports of patient involvement.